Event description:
It was reported that balloon rupture occurred. A 8mm x 3.50mm nc quantum apex¿ balloon catheter was advanced to post dilate an unspecified drug-eluting stent. Intravascular ultrasound was performed and another post dilation was done using the same 8mm x 3.50mm nc quantum apex¿ balloon catheter however the balloon ruptured at 10 atmospheres on the second inflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter. There was blood in the inflation lumen. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker. The device was pressurized with an inflation device filled with water. Water leaked out of the tip, magnified inspection of the inner shaft revealed pinhole was identified in the inner shaft .5mm from the bi-component weld. Microscopic examination of the shaft revealed that the outer shaft was plastically deformed in the same location as the inner shaft hole, which indicates that a guidewire may have punctured through the wall of the inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 8mm x 3.50mm nc quantum apex¿ balloon catheter was advanced to post dilate an unspecified drug-eluting stent. Intravascular ultrasound was performed and another post dilation was done using the same 8mm x 3.50mm nc quantum apex¿ balloon catheter however the balloon ruptured at 10 atmospheres on the second inflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.